Event description:
Per physician, patient had port-a-cath placed for interferon therapy. Approximately two months before explant, patient complained of pain at site, & catheter was no longer used. Three days before explant patient presented to surgeon, requesting removal of port. Pt refused to have radiologic studies prior to removal. Half removed in or, half in special procedures.